Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES multiple drawers had failed to open and device was not detected on bus. The user tried to recover and rebooted the station, but issue persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care.As per part investigation, it was determined that was due to shorts between adjacent copper strands of the ¿ASSY RETRACTOR DWR HH CUBIE¿ (PN 35384401)/ This condition resulted in localized thermal damage and ultimately compromised the drawer's functionality.There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional Information: Section H Manufacturer Narrative, IMDRF Annex codes and Section B Describe Event or Problem and Section D Device Available for Eval, Returned to Manufacturer on.PART ANALYSIS: The reported condition of "ES - Multiple drawers device not detected on bus" was confirmed by Field Service Engineer (FSE) and subsequently confirmed in the DCHU inspection process. According to Work Order (b)(4), The FSE reported that all rows of cubies pockets were not detected on bus in drawer 3.2. The FSE inspected the drawer and replaced the retractor band. Completed a successful hardware test in hardware test application (HTA). The FSE found that the barcode scanner mount was loose and close to falling off. Cleaned out the electronics compartment and tightened the barcode scanner mount. Verified that the mount was securely fastened to the top cover with no issues observed. During DCHU Visual Inspection: o PN 353844-01: The unit revealed black marks along the flat flex cable and copper strands showing signs of thermal damage. No bends, cuts or other anomalies were observed. During DCHU testing: PN 353844-01: No testing was performed since signs of thermal damage were observed on the copper strands of the returned ASSY RETRACTOR DWR HH CUBIE. The device was in use for treatment purposes as intended per 21 CFR 820.198(d). ROOT CAUSE:The root cause of the complaint "ES - Multiple drawers device not detected on bus" was due to shorts between adjacent copper strands of the "ASSY RETRACTOR DWR HH CUBIE" (PN 35384401)/ This condition resulted in localized thermal damage and ultimately compromised the drawer's functionality.

Manufacturer narrative:
A REVIEW OF THE COMPLAINT HISTORY FOR SN (B)(6) WAS PERFORMED IN SALESFORCE WHICH DID NOT LOCATE SIMILAR COMPLAINT(S) WITH THE SAME FAILURE MODE FOR THIS SERIAL NUMBER. A REVIEW OF THE DEVICE HISTORY RECORD FOR SN (B)(6) WAS PERFORMED FROM THE DATE OF MANUFACTURE, 10-AUG-2022 AND CONFIRMED THAT THIS DEVICE WAS NOT PREVIOUSLY RETURNED FOR SERVICING AND THERE WERE NO PRODUCTION FAILURES WHICH CORRELATES TO THE CUSTOMER REPORTED ISSUE. UPON INVESTIGATION OF THE ACTUAL DEVICE USED IN THIS INCIDENT, IT WAS DETERMINED THAT THE MULTIPLE DRAWERS WERE FAILED AND NOT DETECTED ON BUS. A FIELD SERVICE ENGINEER (FSE) INSPECTED THE DRAWER AND REPLACED THE RETRACTOR BAND. COMPLETED A SUCCESSFUL HARDWARE TEST IN HARDWARE TEST APPLICATION (HTA). THE FSE FOUND THAT THE BARCODE SCANNER MOUNT WAS LOOSE AND CLOSE TO FALLING OFF. CLEANED OUT THE ELECTRONICS COMPARTMENT AND TIGHTENED THE BARCODE SCANNER MOUNT. VERIFIED THAT THE MOUNT WAS SECURELY FASTENED TO THE TOP COVER. THE SYSTEM FUNCTIONED AS INTENDED AFTER THE FIELD SERVICE ENGINEER REPAIRED THE DEVICE.

Event description:
IT WAS REPORTED THAT WHEN USING THE BD PYXIS¿ MEDSTATION¿ ES MULTIPLE DRAWERS HAD FAILED TO OPEN AND DEVICE WAS NOT DETECTED ON BUS. THE USER TRIED TO RECOVER AND REBOOTED THE STATION, BUT ISSUE PERSISTED. THE CUSTOMER STATED THAT THIS MALFUNCTION OCCURRED WHILE DISPENSING THE MEDICATION AND CAUSED A DELAY TO THE PATIENT CARE. THERE WERE NO ADVERSE EVENTS OR INJURIES REPORTED BASED ON THIS EVENT.